Event description:
Customer reports receiving erratic readings in his blood glucose meter. The readings of 25 mg/dl and 113 mg/dl were done within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to the clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.